Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the groshong tubing was confirmed, and it appears that the tubing was inadvertently damaged during use. The proximal 27.3 cm segment of groshong catheter was received with the stylet in the tubing. The stylet was complete and was extending from the distal end of the catheter. The stylet wire was kinked 29.7 cm from the distal tip of the wire. The cross section at each end of the catheter was microscopically examined, which revealed the manufactured cut at the proximal end and a glossy and striated surface at the distal end of the returned catheter segment. The glossy and striated surface is consistent with a sharp instrument cut. It was reported that the distal segment of the catheter was used, which indicates that the tubing was placed, the stylet was removed, the catheter was trimmed, and the stylet was reinserted within the damaged segment of tubing. A breach in the circumferential direction was observed in the tubing 3.5 mm from the distal end of the catheter segment. The adjoining surfaces of the breach exhibited striations, which is indicative of sharp instrument damage. With the catheter positioned over the stylet cannula, the breach was located 1 cm proximal to the kink in the stylet. Two puncture holes were observed in the tubing at the same location as the breach. The holes exhibited glossy and striated features and were aligned, which is consistent with a puncture with a sharp instrument, such as a needle. The damage found on the catheter appeared to be related to use. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Do not use the device if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) of reav0784 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that what appears to be a break was spotted in the catheter prior to placement. As the tip seemed to have no problem, the catheter was used. The break was allegedly between the 37-60 cm markers. No patient injury was reported.